Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had IV channel that says occluded which was resolved with changed two bottle sensors on this device. I tried to download the error code but there wasn¿t any error codes. So I swapped out the sensors and ran a full preventive maintenance on the device and it passed the tests. There was no patient involvement.